Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication failure between the dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in a pairing failure that led to a dosing stops soon alarm; the problem involved the device¿s electrical and magnetic communication path, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the antenna/electromagnetic communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.